Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hit by a motorcycle and the eardrum was injured and started bleeding. Re-implantation is considered.

Event description:
The user was hit by a motorcycle and his eardrum was injured and started bleeding. The user reports no further hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was hit by a motorcycle and his eardrum was injured and started bleeding. The user reports no further hearing sensation. The user has been re-implanted.

Manufacturer narrative:
Conclusion:damage to the active electrode caused by external mechanical influences, such as the reported accident, was determined to have led to the device failure. In situ measurements show various channels short circuited. However, during investigation the exact location of damage could not be determined due to the device's received condition. Mechanical damages found are attributable to the removal surgery. This is a final report.